Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Reliability analysis performed on 2 opened/used reservoirs. Inspected reservoir, snap-cap, and septum for anomalies and none were found. The reservoirs passed occlusion test.

Event description:
It was reported that the customer had a no delivery alarm during prime. Customer's blood glucose level was 130 mg/dl. Customer reported that the alarm was resolved by a complete set change. Customer would like to return the set and reservoir for analysis. Customer changed out the infusion set and reservoir prior to calling and that solved no delivery. Customer stated that it took 2 reservoirs and 3 infusion sets. Customer had a blood glucose level of 300 or 400 mg/dl at the time of the incident. Customer stated that the issue was resolved and he treated with the pump. No additional information provided.